Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was not confirmed. The device was found to have no discernible issues with firing and passed all output tests. Moreover, console device history reviews (DHR(s)) were reviewed and there were no non-conformance reports (ncrs), scrap, or recorded process deviations related to the user request. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The field service engineer visited the site and evaluated the device. The unit underwent a comprehensive inspection to ensure that the fiber could not be activated unless fully prepared. It successfully met all the parameters outlined in the inspection checklist, and the power output remained within the designated range. However, it is worth noting that any potential issues encountered during the evaluation may be related to the specific fiber used. Further investigation in this regard may be warranted. Three good faith efforts were made to obtain additional information regarding the event. However, no response received from customer. The device will not be returned to olympus. The investigation is ongoing. A supplemental report will be submitted on completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the laser system unit did not work properly. When the facility plugged in the unit, the laser activated on its own and the fiber connection piece caught fire. The fiber lighted up at the beginning of the fiber not at the tip. The issue occurred during testing prior to unknown procedure. The fire was extinguished and the laser system was rebooted. The procedure was completed with a similar laser fiber. There were no reports of patient harm associated with the event. This report captures complaint on laser system. Patient identifier (B)(6) captures complaint on fiber.